Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self test on an unknown date with an unknown sample. Additional testing was performed on an unknown date generating a positive test result. No additional information, including treatment, was provided.

Manufacturer narrative:
D4: UDI (B)(4). B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: other - device not returned; single use device.

Event description:
The consumer reported conflicting results with binaxnow covid-19 ag self test. Testing was performed on(B)(6)2023 (lot: 225161) generating a positive result. Repeat testing was performed on an unknown date (lot: unknown) generating a negative test result. The consumer stated the patient was asymptomatic. No additional information, including treatment, was provided.

Manufacturer narrative:
UDI: (B)(4) additional information: b5 - updated event, h6: medical device problem code the lot number of the second test is unknown, it was not provided by the customer. This supplemental report is being submitted to update the previously reported event of a false positive result. New information was provided, and upon review it has been determined there is no evidence of a false positive or product malfunction. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225161 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 225161, test base part number 195-430h/ lot 221919. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225161 showed that the complaint rate is (B)(4) and (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self test on an unknown date with an unknown sample. Additional testing was performed on an unknown date generating a negative test result. No additional information, including treatment, was provided.

Manufacturer narrative:
D4: UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: other: device not returned; single use device.